Manufacturer narrative:
The product was not available for return. A lot number was not provided, so a device history record (DHR) review could not be performed. Despite attempts to obtain additional information from the author, no additional information was received. Based on the available information, a root cause of the reported event could not be determined.

Manufacturer narrative:
Investigation of this event is in progress. A follow-up report will be submitted upon completion of the investigation.

Event description:
A published article titled "endoscopic antireflux surgery leading to obstruction in pediatric renal transplant patients" reports 4 cases of ureteral obstruction after injection. This report references case 4 of 4. The patient was noted to have rising creatinine and hydronephrosis 1 month after the initial dx/ha injection. A renal scan indicated elevated t1/2 with blunted drainage curve although patient was still making urine. The family was quite resistant to further invasive procedures and had poor follow-up. Patient has been managed conservatively with observation with a stable, but elevated from baseline, creatinine.